Event description:
It was reported that when the device was used during a pneumonectomy procedure, the end of the staple line would not form at all when the surgeon fired the device on bronchus. The surgeon put over stitches to close the tissue. There was no consequence to pt.